Manufacturer narrative:
This report mailed to FDA on: 12/21/2007.

Event description:
During the post-operative exam the surgeon noted white fibers "particles" were detected in the eye of the patient. The surgeon reported to date, the patient's outcome has not been affected. The surgeon will continue to monitor the patient. Additional information has been requested.